Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that about a month after the surgery, the patient with this neurostimulator began experiencing pain at the implant site, particularly when lying down or on their side. Additionally, the patient reported having a fall a few weeks post-surgery. During a follow-up visit, the physician found no issues with the device. However, the patient reported discomfort when the site was pressed. After examining the site, the physician noted the discomfort in the upper right gluteal area and suspected there might have been movement of the ins in the pocket due to the fall. Tylenol was prescribed for pain management, and the physician planned to reassess the site in a few months, with the possibility of discussing pocket revision as needed. The issue remains ongoing. The patient continues to feel discomfort when lying in certain positions or when pressure is applied to the device. A follow-up phone call has been scheduled to monitor the situation. There were no additional patient complications.